Event description:
The hospital reported that during an abdominal aortic aneurysm repair procedure, a small hole was found where the hemashield microvel double velour graft legs meet the tube part of the graft. The graft had been sewn into the aorta at the proximal part and could not be removed and replaced with a new graft. The hospital reported that the pt lost approximately 900 ml of blood; however, a transfusion ws not required. The hole was sealed over and suturing was not necessary. The hospital will reportedly not be returning the device in question.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. The device history record for the batch number of the product involved in the event were reviewed. This review confirmed that all manufacturing and quality assurance testing was carried out in accordance with applicable quality procedures. All grafts manufactured within this batch passed non-destructive permeability testing, per product specification. In addition, a representative sample underwent water porosity testing and was found to be well within product specifications. (B)(4).